Manufacturer narrative:
The product is currently undergoing analysis. Upon completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, the valve was explanted and replaced with a valve of same size and model due to paravalvular leak caused by a broken core knot. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted. All leaflets were in a semi - relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were intact and slightly stiff but flexible. An intracuspal hematoma was noted along the inflow margin of attachment of the right cusp. All commissures were intact. Based on the received information and analysis findings, the implant technique may have led to the paravalvular leak (pvl). There was no evidence to suggest the pvl was device related. If information is provided in the future, a supplemental report will be issued.